Event description:
The customer called technical support (ts) reporting that the device's touchscreen is unresponsive. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The field service engineer (fse) confirmed that when replacing the front bezel assembly, the touchscreen is unresponsive. The rse advised the customer to check the connections on the power management board. Advised that the signal flow from the touchscreen travels through the user interface (ui) board, power management board, and central processing unit (cpu) board. The customer informed that he disassembled and reassembled the user interface assembly and all cabling and connections appear to be intact. The fse also informed that there is corrosion on the touchscreen. The rse provided the customer with the part # for the v60 touchscreen to repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This issue was found to be a user error as it was determined that the cause of failure was corrosion buildup due to use of non-philips approved cleaning agents. The customer refused service at this time, the repair and return to service will be at the customer¿s discretion.